Manufacturer narrative:
Samples from the patient were submitted for investigation. The elevated troponin t hs results could be reproduced and were determined to be correct for the patients. Based on the results of a serum fractionation and hb-tube treatment, the presence of an interfering factor could be ruled out. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The customer used cobas e 801 module serial number (B)(6). Samples from the patient were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t results that did not match the clinical picture of the patients or their troponin I values tested on an abbott architect. The customer alleged the troponin t results were reproducible, but not specific data was provided. Refer to the attachment to the medwatch for all patient data. The customer believed the troponin I results matched the clinical picture for the patients.